Manufacturer narrative:
The device was received by the resmed technical service center in san diego, california and an evaluation was performed. The evaluation determined that the device fault was due to water contamination of the pneumatic block. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 148) error message. There was no patient injury reported as a result of this incident.